Event description:
Customer contacted baxter concerning a donor who during a plasmapheresis collection in 2004, experienced the following signs and symptoms: paleness flushing, anxiety, deep respirations, tetany to upper extremities, tingling of lips, mouth, and fingers, severe anxiety and panic, weakness, and blurred vision. The donor stated they could not move their hands or legs because their muscles felt tight and they had tingling all over their body. The center contacted ems for transport at 7:05 pm and the center medical director at 7:08 pm. The ems elevated the donor's lower extremities, applied cold cloth, loosened tight clothing, returned donor's concentrated red blood cells, infused saline, and administered calcium gluconate (93 mg in a 10% solution by IV). Donor stated that they felt better after receiving the calcium gluconate. Donor was then transported to the ER at 7:25 pm.